Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tape not sticking on (B)(6) 2024. Infusion set fell off while taking shower. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).